Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that observation and a dye study were conducted to determine the cause of the lack of therapy. A catheter revision occurred; it was completely explanted and would be returned to the manufacturer. The hospital had possession of the catheter at the time of this report, and it would be replaced in the future. The patient status was "alive - no injury" and the issue was resolved at the time of this report. The patient's weight at the time of this report was 204 lbs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving morphine (5.0 mg/ml at 1 mg/day), baclofen (other, 250 mcg/ml, 50.04 mcg/day) and bupivacaine (2.5 mg/ml, 0.5 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that the patient had a lack of efficacy/relief, felt the personal therapy manager (ptm) was not delivering boluses and that there had been residuals at the last few refills. There were no environmental, external or patient factors reported that may have led or contributed to the issue. The rep examined printouts and the logs appeared correct. There were no interventions taken to resolve the issue and it was not resolved at the time of this report. The patient was asked to come in again on (B)(6) 2018 with her ptm which she didn't have, so they could read the logs from there and discuss with technical services. She was a no show and the office was aware. The rep would wait to hear from the patient or office. It was unknown if surgical intervention occurred. The patient status at the time of this report was "alive - no injury." The patient¿s concomitant medications included hydrocodone. No further complications were reported. Additional information was received from the healthcare professional via manufacturer representative. It was reported that surgical intervention did not occur and was not scheduled. The cause of the lack of efficacy, ptm not delivering boluses and residuals was not determined; the patient did not show to the appointment to evaluate her personal therapy manager, which she didn't bring to her first appointment. The direction and magnitude of the residuals was unknown. The onset of the patient's interstitial cystitis and back pains was prior to implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.